Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide photos of the compromised packaging: don´t have. Which part of the packaging was damaged: shipping box, internal packaging, etc.? Internal packaging. Do you believe this is a result of damage during shipping, or a manufacturing error? I couldn´t tell. Is the sterility of the device compromised? Yes. When was it noticed that the packaging had a hole? In the operating room when the surgeon ask for the mesh, right before opening. Status of product return: discarded. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and mesh was used. The internal package of the mesh was broken. This occurred in the operating room when the surgeon asked for the mesh, right before opening. There were no adverse patient consequences. Additional information was requested.